Event description:
It was reported the system generated fluoroscopy only in vertical and/or ap position. This resulted in an intermittent loss of x-ray. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call. The system as tested and found to be working as intended and put back into service.